Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, a dilatation catheter was inflated and it was noted that the deflation time was longer than normal. Subsequently, the pt experienced a drop in blood pressure and emergency medications were given. An intra aortic balloon pump was placed and the pressure was stabilized allowing placement of two stents. Reportedly, throughout the procedure the pt was experiencing second-degree heart block/type I. It was reported that the contrast that was used in the dilatation catheter was not diluted (contrary to instructions for use). The pt left the catheterization lab and was reported to be fine. No futher info is available.